Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon total knee. An evaluation of the device cannot be performed as the device remains implanted. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.

Event description:
The clinical research associate reported on behalf of the surgeon that a participant on the study (B)(4) had to be hospitalised for severe pain in the knee. The clinical research associate reported that the cause of pain was unknown and it was resolved within two days.

Manufacturer narrative:
An event regarding pain involving a scorpio knee system was reported. The event was not confirmed. Clinician review of the provided medical records concluded "there is no evidence that prosthesis related factors were contributory to this transient clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as the complaint did not allege any specific failure of the subject component. The root cause of the reported event could not be determined. Additional patient records would be necessary to determine the etiology and root cause of the reported transient pain.

Event description:
The clinical research associate reported on behalf of the surgeon that a participant on the study (B)(6) had to be hospitalised for severe pain in the knee. The clinical research associate reported that the cause of pain was unknown and it was resolved within two days.

Manufacturer narrative:
The following devices were added to the complaint after the initial medwatch was submitted: cat. No.: 80-4407l, scorpio nrg cr femoral component left #7, lot code: mmey2k. Cat. No.: 7115-0007, series 7000 standard tibia, lot code: mmek0j. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
The clinical research associate reported on behalf of the surgeon that a participant on the study ks002 had to be hospitalised for severe pain in the knee. The clinical research associate reported that the cause of pain was unknown and it was resolved within two days.